Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-mar-2015, UDI#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity and multiple sclerosis. On (B)(6) 2020, it was reported that, after the "doi" to have the pump replaced due to normal battery depletion, the patient noticed that "something wasn't right with the surgery. Due to this, the patient went in for x-rays and had to wait 6 months to have the pump refilled. The patient knew that the pump was "messed up" due to the volume discrepancies that occurred in april. The patient was taking oral baclofen due to this issue and noted that they have never had to take oral baclofen before. The patient went to their healthcare provider (hcp) on (B)(6) 2020 to have their "stomach cut open" to look at the pump due to this issue. At that time, the hcp had to "cut their back open" again because there was "something wrong with the anchor/catheter tube" and the catheter had to be replaced again. The patient noted that this was the 4th time they've had their back cut open. The patient clarified that the issue was noted the day following the doi. The patient got home the next day and they were "too tight" which is what led them to believe that something was wrong. The patient stated that they had to take oral baclofen to be "looser". The patient noted their current dose and concentration in their pump was "32", reportedly they were at "79" before. No further complications were reported. The original source document contains information that was unrelated to this event and was omitted. See pe 703715600 - volume discrepancy, problems refilling, 700547393 - catheter issue/replacement, 700544083 - seroma/csf leak/not helping